Manufacturer narrative:
(B)(4) - there is no allegation against any fresenius products and the reported adverse events. The patient had a highly complex medical history, including coronary artery disease (cad), congestive heart failure (chf), sepsis secondary to upper respiratory infection, urinary tract infection , positive blood cultures, peritonitis, hypertension, and hyperlipidemia. In consideration of the patient's morbid state of health and declining condition, the patient and family had made the decision to forgo any advance life support measures and the patient expired. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis nurse that patient was hospitalized, placed on hemodialysis in the hospital and expired. Discharge order was requested and reviewed. The patient was hospitalized for weakness, elevated troponin (unknown date and results) fever spikes, elevated lactic acid level, and sepsis due to recent upper respiratory infection (uri), urinary tract infection (uti), and peritonitis. On admission, documentation showed a discussion occurred with patient and family regarding patient¿s declining health status and pre-existing comorbid conditions. The decision was made for a do not resuscitate (dnr), no intubation advanced directive. Patient was empirically placed on vancomycin and zosyn and followed by infectious disease (ID) and nephrology team. Patient was evaluated by neurology for possible seizure. Electroencephalogram (eeg) was performed and patient started on depakote. A hemodialysis (hd) catheter was placed on (B)(6) 2016 and patient was switched to hemodialysis. On (B)(6) 2016, the peritoneal dialysis catheter was removed. Due to patient¿s pre-existing morbid heath status, the patient continued progressive labile hypotension and subsequently decompensated with shortness of breath (sob). The patient was transferred to the nursing unit, comfort measures initiated and the patient expired (B)(6) 2016.